Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was still getting saturation and inquired what settings they should be on. It was noted that the patient¿s bandages were still present, but they were able to connect using the antenna. Syncing with the programmer showed stimulation was on with stimulation set at 2.0. The patient was feeling stimulation in the correct location, and wanted to increase stimulation. The patient increased from 2.0 to 2.1 where stimulation was causing some discomfort, but it ¿wasn¿t too bad¿. The patient decreased to 2.0 where stimulation was comfortable in the correct location. The patient stated their healthcare provider told them that 50% reduction in symptoms was a success and they would follow up with them if the symptoms didn¿t improve. The patient reported they got a ¿shock¿ from the stimulation. The patient further stated it was quick, like a ¿surge¿ and didn¿t hurt them. The patient stated the shock was a ¿one time thing¿ and that they were just feeling the stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient¿s healthcare provider was on vacation, so the patient had not seen them yet. It was reiterated that the patient was not getting a lot of relief from their target symptoms, and noted that they would try increasing stimulation. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient thought they were getting an alarm to urinate, they said they heard an alarm, but it was not loud. It was explained to the patient that the device does not alarm to tell them to go to the rest room. It was explained that the patient programmer did alarm only when adjusting stimulation or connecting the patient programmer with the ins. Additional information was received. It was reported that the patient is up 6-7 times during the night and leaking through to their bed. Patient stated they felt stimulation, but it didn't stay for long. Patient was able to sync with their patient programmer and it showed stimulation was on program 2 at 3.4v. Patient reported feeling comfortable level of stimulation. It was reviewed that the body took time to adjust to the therapy, therefore titrations should be discussed with their healthcare provider. Patient was redirected to their healthcare provider if the problem didn't resolve.